Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate electric shock due to oversensing, low amplitude and noise. Reprogramming efforts were performed and the s-ICD system remains in service, and no additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate electric shock due to oversensing, low amplitude and noise. Reprogramming efforts were performed and the s-ICD system remains in service and no additional adverse patient effects were reported. Additional information received reports that the patient received another inappropriate shock due to myopotential noise and low amplitude. Troubleshooting options were recommended. The s-ICD system remains in service and no additional adverse patient effects were reported.